Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 17675027.

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead explant procedure and the explanted leads were not returned.